Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had additive abnormality with white marks on the wall of the tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had additive abnormality with white marks on the wall of the tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and additive abnormality was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer ppt plasma preparation tube k2e 15.8 mg had additive abnormality with white marks on the wall of the tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.